Event description:
It was reported that prior to the implant of a transcatheter valve, a non-medtronic (18fr dryseal) sheath was inserted and a pre-implant balloon aortic valvuloplasty (bav) was performed. During the deployment of a transcatheter valve, at the cusp overlap view, the valve was positioned opposite; therefore, the delivery catheter system (dcs) was pulled back, rotated, and redeployed. Subsequently, the valve was recaptured due to the implant depth being too shallow, redeployed, and implanted; however, despite rotating the dcs handle, the paddles did not release. Force was applied to push the catheter; however, the paddles still did not release. Therefore the handle was turned toward the recapture direction, the capsule tip was advanced, and both paddles released. The procedure was then completed successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012529121); product type: 0195-heart valves; implant date: na ; explant date: na product ID evfxplus-23 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025: na select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: one media file of the complete procedure was provided for review. Patient¿s executive summary was not provided for anatomical review. Fluoroscopy valve load inspection was performed and confirmed a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implantation. The delivery catheter system was advanced to the aortic annulus but was subsequently withdrawn to the descending aorta and rotated as confirmed by the hat marker position. The delivery catheter system was readvanced, and the valve was deployed just prior to the point of no recapture in the cusp overlap view. In this view, depth was deemed too shallow, and commissure misalignment was identified by two tav markers. Per medtronic best practices, while in a cusp overlap view, commissure alignment is indicated by visualizing: - one tav marker isolated on the right side of the image, two on the left. - in a cov, this position corresponds with alignment to the native left/right commissure. The valve was consequently recaptured, and evidence supports that the delivery catheter system was rotated while in the ascending aorta as it is visible by the hat marker position. As stated in the instructions for use (IFU): under fluoroscopic guidance, advance the catheter over the guidewire to the aortic annulus. To assist capsule advancement or alignment, the capsule orientation may be adjusted by rotating the handle a quarter turn before the capsule crosses into the arch. If adjustment to capsule orientation is required after crossing the arch, withdraw the system until the capsule is in the descending aorta and rotate the handle a quarter turn before readvancing. Caution: stop handle rotation if resistance is encountered or the capsule does not respond to rotation under fluoroscopic visualization. Do not rotate the handle when the capsule is at or beyond the arch. Continued attempts to rotate the capsule during resistance may result in product failure and/or patient harm. The valve was then redeployed for the second time, and depth was deemed acceptable with good commissure alignment, identified by one tav marker on the right side of the image and two on the left. During final release of the valve, both paddles remained stuck to the paddle attachment after full expansion of the valve (image 11). This is not an uncommon occurrence and per medtronic best practices, if paddle hang up occurs: gently adjust the delivery catheter system or guidewire to free the paddle from spindle, taking care to avoid valve dislodgment. If the delivery catheter system or guidewire adjustment is unable to resolve paddle hang up, then slowly advance the capsule to push the paddle off the spindle (turn delivery system knob in the opposite direction of deployment to advance capsule). Eventually, after advancing the delivery catheter system, the paddle detached from the paddle attachment. Evidence suggests that the persistent rotation of the delivery catheter system most likely contributed to the paddle hang up. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a non-medtronic (18fr dryseal) sheath was inserted and a pre-implant balloon aortic valvuloplasty (bav) was performed. During the deployment of a transcatheter valve, at the cusp overlap view, the valve was positioned opposite; therefore, the delivery catheter system (dcs) was pulled back, rotated, and redeployed. Subsequently, the valve was recaptured due to the implant depth being too shallow, redeployed, and implanted; however, despite rotating the dcs handle, the paddles did not release. Force was applied to push the catheter; however, the paddles still did not release. Therefore the handle was turned toward the recapture direction, the capsule tip was advanced, and both paddles released. The procedure was then completed successfully. No patient complications have been reported as a result of this event. Additional information was received that the capsule respond when the deployment knob was turned and the valve was easily recaptured.